Manufacturer narrative:
The console is expected to be returned for evaluation. A follow-up medwatch will be submitted if additional information is received.

Event description:
The report received states that during a case, the mps2 console sn# (B)(4) gave an alarm for error code ec249 (mo_additive_under_delivery). The console was swapped out and there were no patient complications.

Manufacturer narrative:
Mps console was received and decontaminated. The issue of error code ec249 was not duplicated and due to a corruption of the log data, could not be verified. The console was disassembled and the mechanism split. While looking for fluid intrusion, damage or defects, it was observed that there was corrosion build-up on the arrest motor optical encoder. The encoder was replaced, however, this was for the arrest side and not the additive side where the issue of the complaint should have been found. The pcsa battery was replaced as a preventive measure, and an annual pm performed. The console successfully passed all operational verification testing.